Manufacturer narrative:
Insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating, basic occlusion, occlusion, force sensor and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 448 mg/dl at the time of incident. Customer¿s current blood glucose value was 300 mg/dl. Customer had a symptom like a lot of nausea. Customer treated with manual injection for high blood glucose. The product will return for analysis.